Manufacturer narrative:
B5: additional information added.

Event description:
It was reported that device detachment and surgical intervention occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was inserted and positioned at the laa, and it was subsequently noted to be kinked. Despite the kink on the was, a watchman laa closure device and delivery system (wds) was advanced. Due to the kink and resistance felt on the was when advancing and deploying the wds, it caused the closure device to detach from the core wire during deployment and not meet release criteria during implantation. During removal of the was from the femoral vein, resistance was felt. The laa closure procedure was aborted. A thoracotomy was performed. The patient was stable after the procedure and the event is resolved. In the physician's opinion, the kink on the was and the detachment of the wds from the core wire during deployment efforts required the surgical intervention and closure device retrieval. It was further reported that it was a 30mm watchman laa closure device.

Event description:
It was reported that device detachment and surgical intervention occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was inserted and positioned at the laa, and it was subsequently noted to be kinked. Despite the kink on the was, a watchman laa closure device and delivery system (wds) was advanced. Due to the kink and resistance felt on the was when advancing and deploying the wds, it caused the closure device to detach from the core wire during deployment and not meet release criteria during implantation. During removal of the was from the femoral vein, resistance was felt. The laa closure procedure was aborted. A thoracotomy was performed. The patient was stable after the procedure and the event is resolved. In the physician's opinion, the kink on the was and the detachment of the wds from the core wire during deployment efforts required the surgical intervention and closure device retrieval.